Manufacturer narrative:
Device malfunction: analysis of the returned device identified: underweight, black particles in the shell and broken shell. A visual and microscopic analysis was performed which identified: sharp broken and missing shell (0-25%). A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on posterior of broken device assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive. Additional, changed, and/or corrected data: b.5, b.6, d.6b, d.9, g.3, h.3. H.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.